Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implants was installed in the pt's jaw it was verified its non osseointegration. The 40 ncm of primary stability was achieved and immediate load was not performed.